Event description:
A report was received that the patient will undergo an explant procedure due to device no longer working.

Manufacturer narrative:
Additional information was received that the patient had a competitors device which was swap with bsc system.

Event description:
A report was received that the patient will undergo an explant procedure due to device no longer working.